Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the stimulator shut down. They stated that the cause was unknown. The patient added that it has been happening often now. The patient just turns the device back on. They stated they believe the controller is malfunctioning. The reason for call was for the last few months the patient had been having so many problems with the controller that they believed it was the machine itself. Pt stated their controller had changed language. Patient also noted 2 days ago they were feeling pain in their hips and that's when they knew there was something wrong with the machine. During the call patient service walked patient through changing the language back to english. The issue was not resolved. Pt stated their therapy was changing in intensity randomly. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had an appointment on the 18th of next month.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the night prior they checked their implant battery percentage to see if it needed to be charged and it said stimulation disconnected and stimulation was off. Patient noted the controller was charged and the implant battery was charged. During the call patient service walked patient through turning stimulation back on. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported. Additional information was received from the patient on july 1, 2024. They reported that they did not turn the stimulator off; it turned off by itself and that it has happened several times again after their call. The pt could not identify any factors that may have caused the ins to turn off. They noted they carry it in the case which is in their purse. The cause was not determined. The pt stated that it was explained to them how to turn it back on, and when it happened again they just turned it back on. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information and elaborated that the issues had been getting worse and worse. They contacted the rep about the issue and were redirected to pats. Patient explained the controller had been turning off on its own, going blank and unresponsive while out and about or and sometimes while charging, the screen would go black and not respond to touch of screen/buttons. They also noticed the stimulation was cutting out randomly at least twice a week, at night and when up walking around they noticed it the most because they would feel their pain symptoms return, then see that "it was off." Agent tried to clarify; it sounded like stimulation showed to be off at times, and other times the controller was blank and unresponsive again. Agent reviewed with patient if the replacement of the controller did not resolve the issue, they will need to follow up with their hcp to make an appointment to meet with a rep in person to assess if programming is the deeper issue. A replacement controller was sent out.

Manufacturer narrative:
B5 has been updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.